Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV; rupture device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as surgical impact opening and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non penetrating nick was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture baker grade IV, rupture confirmed with mammogram and implant removal from textured to smooth due to the concerns of the product. The device was explanted and replaced. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture baker grade IV, rupture confirmed with mammogram and implant removal from textured to smooth due to the concerns of the product. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g2, h6.

Event description:
The device has been explanted and replaced.